Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, the erbe had repeated errors coming from the system. The technical support engineer (tse) reviewed the logs and confirmed the errors were from the erbe unit. Error c-83 had errors without energy being applied. The tse informed the customer that they had the option to use a third-party generator with the system to hold them over for the day, since they had multiple cases left for the day. The tse educated them on how to set up the third-party generator. The customer was no longer receiving any errors at the moment but would use it if needed. The erbe had faulted and getting c-82/c-83/c-84 errors on the screen, however the monopolar and bipolar energy was working intermittently. The customer tried new monopolar and bipolar energy cords, tried plugging into both energy ports on the erbe but the issue remained. The logs confirmed c-82/c-83/c-84 errors. The tse recommended trying to reboot the erbe. The customer rebooted the erbe and it powered back on, and the surgeon tested the energy and the c-82 error returned. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Isi received the iesu to perform failure analysis. The reported issue was confirmed recurring errors. Functional testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. However, a review of the internal erbe error log showed errors. The complaint was confirmed by failure analysis.